Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Long-term outcome and quality indicator (loqi) impella registry reported that a patient experienced hemolysis with a ¿probable¿ relationship with the impella cp device during impella support. The patient was in acute myocardial infarction/cardiogenic shock and was implanted with an impella cp device for mechanical circulatory support during a percutaneous cardiac intervention (pci) following stent placement in the left circumflex coronary artery (lcx). It was noted that the patient was found down, with agonal breathing and brought to the hospital by emergency medical services. After the patient arrived, the patient was found to be in complete heart block with the lcx occluded. After a stent was placed during pci, the patient¿s mixed venous oxygen saturation was 51% and cardiac index was 1.4, and the decision was made to place an impella cp for additional support. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.